Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient information was not provided.

Event description:
It was reported that the set disconnected itself from the catheter. The event occurred in pediatric intensive care unit. Although requested, additional information was not provided.